Manufacturer narrative:
The investigation for the reported aic - controller failure (red alarm) issues has been completed. The device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the housing's support bar damage was most likely mishandling. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during support the team observed a broken bar on the back of the automated impella controller (aic). No harm or injury from the malfunction. A backup console utilized for support.